Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not testing properly was confirmed. During the evaluation of the returned mpu, serial (B)(6), the system could not power up as intended. The patient cable was noted to be discolored. The patient cable and pcb were replaced and the software was upgraded. Preventative maintenance and all tests were performed per procedure. All old labels were cleaned and removed. The unit was sent back to the rental pool. A root cause for the unit not being able to power on was a damaged pcb; however, the root cause for this damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06may16. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the mpu not testing properly was confirmed. During the evaluation of the returned mpu, serial (B)(6), the system could not power up as intended. The patient cable was noted to be discolored. The patient cable and pcb were replaced and the software was upgraded. Preventative maintenance and all tests were performed per procedure. All old labels were cleaned and removed. The unit was sent back to the rental pool. The unit was sent back to the rental pool. The mpu patient cable and pcb were forwarded to ppe for further analysis. Further analysis of the returned products confirmed the discoloration of the mpu patient cable and the inability of the pcb to supply power. The f1 fuse was found to be open on the pcb and was replaced. The pcb and cable were connected to a test unit, controller, and loop and was found to function as intended. A root cause for the unit not being able to power on was a damaged fuse in the pcb; however, the root cause for this damage was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 06may16. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) tested as not properly working during ordinary technical maintenance. The mpu was replaced.